Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during testing, a pulse oximeter failed to exhibit complete words, and the values for oxygen saturation (spo2) were absent. After re-plugging the connecting line between the display board and the main board, the device was found to function as intended. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section h7 for remedial action reference. Complaint trends will continue to be monitored.